Event description:
It was reported that post plasty in the iliac artery via femoral access, the device faced resistance while tracking over the guidewire across the lesion. It was further reported that after few attempts, physician removed the device and did only mild plasty. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2022).

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. Upon investigation of the returned sample, the stent was still well loaded in the delivery catheter. As part of the evaluation the delivery system was completely flushed and a 0.035" guidewire was freely advance through the system. No signs of device damage were visualize leading to inconclusive results. The lesion was predilated, and the vessel was calcified. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to general warnings, the instructions for use states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit. Visually inspect the bard e luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding accessories, the instructions for use states "the bard s.a.f.e.r 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath" also "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. In regards to pta the instructions for use state: "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". H10: d4 (expiry date: 07/2022), g3. H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post plasty in the iliac artery via femoral access, the device faced resistance while tracking over the guidewire across the lesion. It was further reported that after few attempts, physician removed the device and did only mild plasty. There was no reported patient injury.